Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her son (the patient) alleging that the pump had an inaccurate bolus history. She did not allege any harm or injury because of the reported issue. The reporter claimed that on (B)(6) 2012, she delivered a pump bolus via the meter remote. However, upon reviewing the pump's bolus history, she claimed that the bolus was missing. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump had an inaccurate bolus history. However, there is no evidence that the pump contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The meter and pump were returned to animas. The meter and pump histories were downloaded. On (B)(4), the day the patient claimed to see an issue with the pump history the pump history verifies no bolus doses and no bolus doses were observed in meter records that same day. When bolus doses were programmed through the meter remote, the doses were accurately recorded in the pump history. The complaint was not confirmed.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.